Manufacturer narrative:
(B)(4). Evaluation findings of fiber broken within the connector. One flexiva 200 tractip laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100 watt. According to the complainant, during introduction and outside the patient, when they connected the laser fiber to the laser unit the aiming beam was checked and it was dim. The user switch the laser unit and there was still no energy coming out from the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.